Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced hemorrhagic bleed and support was withdrawn. At time of explant it was noted that the bend relief was not connected and pus debris was found up inside the bend relief and outflow graft.

Manufacturer narrative:
This situation is being address through the MFR's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c was sent to customers. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.